Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
An 84-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient's spouse informed novocure that the patient developed skin redness with three scabbed areas on the top of his head. The affected area was approximately 3 cm in size. The patient was advised to seek medical advice before resuming optune gio therapy and the patient went to the dermatologist the same afternoon. There, the patient was prescribed oral corticosteroids, antiseptic spray and moisturizer. Additionally, the patient was instructed to temporarily discontinue optune gio for three days, but the patient opted for one day instead. On (B)(6) 2025, the patient's spouse stated that the patient's skin had improved, and array placement was possible while avoiding the affected area.